Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Telemetry was established, however, an out of range telemetry message was then observed. Numerous troubleshooting techniques were performed but were unsuccessful. The physician was going to attempt to use a different programmer. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.